Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The issue is the glue dispensed from applicator all on it's while in the sealed sterile package. ¿ please elaborate on the quality issue experienced with the product ¿ please clarify what you mean by "dermabond product explode"? ¿ were there any issues with the applicator? Or was the issue in regards to the adhesive itself? ¿ please perform product return. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned inside it's packaging unopened. The packaging was visually inspected and no damaged was observed. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule was broken. This evidences that the pen device was broken. Additionally, photos were provided and they showed the condition of the device returned. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the device, the is observed, a possible cause for these conditions is due to improper handling during transit or storage. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and topical skin adhesive was used. The product exploded during preparation for a procedure. There was no patient involvement. Device is available for return. Additional information has been requested.